Manufacturer narrative:
(B)(4). Date sent 10/8/2025. Photo analysis: this is an analysis an image submitted for evaluation. The photos provided by the customer looks like both photos were taken at same time under different lighting conditions and camera distance to the interested area. Both photos show tissue necrosis with some thermal burn in the peripheral area. The thermal injury is consistent with third degree of burn. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Because the instrument was not returned our evaluation is limited. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is there a photo of the burn that could be sent to productcompliant1@its.jnj.com? When the burn occurred how many devices were plugged into the generator? If there were multiple devices plugged in where was the second device? Was the second device in the holster or lying on the patient or somewhere else? Had the patient had prior surgery and if yes, what was the other surgery? When was the burn noticed during the procedure? Did the burn occur in a different location other than area of the focus of the procedure of the time of the burn? Any thoughts on how the burn occurred in a different location other than the focused procedure? At the time of the burn, where was the activated device located? What was the surgical procedure? Does the surgeon believe there is an alleged deficiency to the device that led to patient burn and if so why? What is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn (such as salve or stitches)? Where is the burn located on the patient? How long did the surgical procedure last? Is it possible the patient was in contact with a metal portion of the or table? What generator was being used? What power levels was generator set to? Was there any diminished effect of the generator noted during the surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the patient sustained full thickness burns to her belly button and had to have an on table revision for approx 45mins. I've removed the necrotic tissue, the remainder of the burns I have let declare itself to see if it will survive. This is a cosmetic case for tummy enhancement and now the patient has a burn in her bellybutton and a belly button that will never look normal. No other details provided.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2026. D4 batch #: a9715z. Corrected data: h11 photo analysis. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with insulation damage. During the visual examination, a hole was found in the blue insulation exposing the metal substrate with melting around the edges and blackened in color. Also observed along the length of the blue insulation are indentations and other surface markings/scratches indicating that the electrode has come in contact with instrumentation. The likely cause of the damage is the electrode was in contact with other instruments and likely was grasped with another instrument. The evidence suggests that the current strayed from the larger damaged area on the electrode, evident by the characteristics of being blackened and melted, which resulted in the event reported. The instructions for use instruct the user to discard damaged electrodes. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9715z, and no non-conformances were identified. According to the information received, the reported event for the 0014am device was unintended thermal injury and insulation issue. This is an analysis an image submitted for evaluation. Upon reviewing photo 1 under the light, there is an abnormal appearance at the belly button. When the image is enlarged, the lesion shows pale redness and a possible bubbling effect on the surface. Photo 2 further supports the findings observed in photo 1. However, based on both photos, it is not possible to verify whether the claimed injury extended to all tissue layers. The available images do not provide enough detail to confirm the depth of the injury. Additional photo form the electrode tip was provided. The photo shows a the burn mark on the blue insulation. Based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2026. Additional information was requested and the following was obtained: in speaking with dr. Last week, she shared some more information on the device complaint: - when operating with the 0014am electrode tip, there was an insulation failure that went unnoticed - while the tip continued to deliver energy as expected, energy also exited the un-insulated portion of the blade which was resting on the patient¿s skin ¿ this resulted in significant burns to the patient¿s belly button area - dr. Debrided everything possible intraoperatively, closed the wound and let it heal to revisit, if necessary - belly button did not heal to normal and patient is unsatisfied with outcome ¿ will require significant reconstruction. Spoke with dr. Today to gather additional information regarding the patient and inquire as to device status. She indicated the patient¿s scar hasn¿t healed as well as she hoped and the patient traveled across the country for the procedure and so follow up is via: telehealth. This is an analysis an image submitted for evaluation. The photos provided by the customer looks like both photos were taken at same time under different lighting conditions and camera distance to the interested area. Both photos show tissue necrosis with some thermal burn in the peripheral area. The thermal injury is consistent with third degree of burn. Additional photo form the electrode tip was provided. The photo shows a the burn mark on the blue insulation. Based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.